Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported.